Event description:
No blood glucose levels reported. It was reported that the customer has been off the insulin pump for the past two weeks due to a no delivery alarm from the insulin pump. It was reported that the customer was going to go back to using the insulin pump. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer was advised that the following alarms from the insulin pump were due to the insulin pump not having a battery. The customer was unable to troubleshoot the no delivery alarm since it was a past event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).